Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation summary: no samples or photos are available for evaluation. Lot information is also unavailable and no device history review can be completed. As a result, a potential root cause is unable to be defined and no corrective actions are required at this time. Bd appreciates you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no samples or photos are available for evaluation. Lot information is also unavailable and no device history review can be completed. As a result, a potential root cause is unable to be defined and no corrective actions are required at this time. Bd appreciates you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a potential root cause is unable to be defined. Rationale: no corrective actions are required.

Event description:
It was reported that syringe 10 ml ll bns was damaged, but still operable. The following information was provided by the initial reporter: "it was reported that product was damaged. Event description per attached email states: 35168, 26005, syr 10 ml l/l, 301029, n/a, damaged. We were notified about some complaints from a customer stating the following components are not meeting the specs. Photos were received as a sample and the reported issues have been confirmed. We want to ensure that you are aware of the issues and that we do require a CAPA that addresses the particulate issue. Additionally, investigation is required for the remaining critical defect modes (missing component, dirty, damaged and hair). "